Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 32.4 mmol/l (performa) and 14 mmol/l (unknown competitor meter). No adverse event reported. Return of the suspect device was requested for evaluation.